Event description:
Alleged event: the physician attempted to use the clip applier during a lap cholecystectomy and it was reported that the jaws would not open, clips spit out of jaw when loading. The patient's condition was reported as fine.

Manufacturer narrative:
The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related complaints.